Event description:
I've had breast implants since 2012. Natrelle allergan smooth 475 cc high profile implants and have been diagnosed with fibromyalgia, hospitalized multiple times in the ICU and almost died this past (B)(6). My pcp is saying she believes it all is related to my implants especially since every tst at this point has been normal and is all pointing to breast implant illness. I've been on many medicines at this point and have weaned myself off the strong pain meds as I had to return to work to make ends meat. I am bedridden some days due to the body aches and brain fog. I think all breast implants should be removed from market and allergan should pay for the explant and en bloc removal. I don't even care for compensation. I can't even afford to have them removed and my insurance refuses to pay for them to be removed because I don't have cancer from them which is insane. People are getting sick, not just from the textured ones but from the smooth ones as well. Please force the company to recall all of them and pay for the removal surgery. My kids needs their mother back. I've been a shell of whom I used to be for the past 7 years. This year has been the worst yet. Please. FDA safety report ID# (B)(4).